Manufacturer narrative:
A visual examination of the returned handle and extension tube found some residue present indicating use/handling. The ligator head and ligation bands were not returned. The suture was intact and attached to the trip wire loop. The trip wire was secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands were difficult to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle 180 degrees; however, no clicking sound was heard and none of the ligation bands deployed. The physician removed the scope from the patient and rotated the handle 180 degrees in attempt to fire the band outside the patient. The band successfully released. The physician inserted the scope into the patient and attempted to deploy the second band by turning the handle 180 degrees; however, the band failed to deploy. The physician continued turning the handle until the ligation band released; however, no clicking sound was heard. The device was removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle 180 degrees; however, no clicking sound was heard and none of the ligation bands deployed. The physician removed the scope from the patient and rotated the handle 180 degrees in attempt to fire the band outside the patient. The band successfully released. The physician inserted the scope into the patient and attempted to deploy the second band by turning the handle 180 degrees; however, the band failed to deploy. The physician continued turning the handle until the ligation band released; however, no clicking sound was heard. The device was removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported issue of bands difficult to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.